Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon clarification and re-evaluation, there were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported, that during the device inspection. The video system center exhibited a defective power unit (power unit failure). However, this defect did not impact the image on the monitor. This issue only impacted the front panel functions. Per the legal manufacturer, this issue of a defective power unit is not likely, to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited a defective power unit (power unit failure). There were no reports of patient involvement.